Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test for multiple tests performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on 17jan2023 on a nasal swab. Additional testing had been performed at a doctor's office the previous day (B)(6) 2023) via an unknown test and unknown swab type and generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This event was previously reported under manufacturer report #1221359-2023-00126. Due to a system issue, an error correction was unable to be completed, which has been made in this new manufacturer report. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 206591 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 206591 and device part number 195-430h/ lot 202978. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 206591 showed that the complaint rate is 0.000320%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use, device discarded.